Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle was intact. The device was received with the capsule partially opened. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Damage was noted on the capsule which included small tears on the capsule jacket. The inner member shaft and spindle hub appeared intact with no evidence of damage. A bend on the outer shaft was observed at the midpoint of the visible portion of the outer shaft. The capsule was not buckled. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured for re-positioning. Recapturing is a feature of the evolut system that al lows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evi dence. After the first and second recapture, a capsule buckle and distortion were noted. The system was removed from the patient. Images received from the account confirm the reported capsule buckle. The delivery catheter system (dcs) was returned to medtronic for analysis. The capsule no longer appeared buckled. Damage, which appeared to be scarp marks, were observed along the capsule polymer. This damage may have been caused by an interaction between the capsule and a hard surface, such as calcium in the patients anatomy. However, the cause of the scrap marks cannot be determined with the available evidence. A bend in the outer shaft was also observed on the subject dcs. The description of the event does not indicate that this damage occurred during the reported event. The dcs may have been bent during return transport for analysis, however, the cause of the bend cannot be conclusively determined with the information available. There was no other evidence of damage observed on the dcs. The investigation into capsule buckle found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown. However, patient anatomy (vessel tortuosity & calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. The cause of the capsule buckle in this event cannot be confirmed with the evidence available. No adverse patient effects were reported. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Updated data: h6 result and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve upon one full recapture, the distal portion of the capsule appeared to buckle. One more reposition was attempted, after the capsule became distorted. The valve and delivery catheter system (dcs) were removed and the case was aborted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that there was no resistance noted while loading the valve and no misload. It was reported that there was a 58 degree root angle. There was no difficulty inserting the device. If information is provided in the future, a supplemental report will be issued.